Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm after set changes. The customer's blood glucose was 220 mg/dl. The customer states she keeps receiving a no delivery alert. The customer had to change out her entire infusion set system and changed out her site today and she received no delivery in the middle of the night as well. The customer was assisted with troubleshoot. Customer states they have tried all remedies. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.